Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal scheduled on (B)(6) 2020') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("chronic migraine"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled on (B)(6) 2020). At the time of the report, the medical device removal, headache and migraine outcome was unknown. The reporter considered headache, medical device removal and migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- migraines, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure (batch no. 919038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, luteal cyst of ovary and multi gravida. Family history included ovarian cancer. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("chronic migraine"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, headache and migraine outcome was unknown. The reporter considered allergy to metals, headache and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: wires present in the bilateral fallopian tubes. No contrast visualized flowing along or beyond the wires. Pathology test - on (B)(6) 2020: endocervical and exocervical mucosa without pathologic abnormality. Concerning the injuries reported in this case, the following ones were reported via social media- migraines, headaches, concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy lot number:919038 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure (batch no. 919038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, luteal cyst of ovary and multi gravida. Family history included ovarian cancer. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("chronic migraine"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, headache and migraine outcome was unknown. The reporter considered allergy to metals, headache and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: wires present in the bilateral fallopian tubes. No contrast visualized flowing along or beyond the wires. Pathology test - on (B)(6) 2020: endocervical and exocervical mucosa without pathologic abnormality.. Concerning the injuries reported in this case, the following ones were reported via social media- migraines, headaches, concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy lot number- 919038 most recent follow-up information incorporated above includes: on 24-may-2021: medical record received : reporter information, medical history added. Event medical device removal updated to nickel allergy. Removal date, lot number and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal scheduled on (B)(6) 2020') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("chronic migraine"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled on (B)(6) 2020). At the time of the report, the medical device removal, headache and migraine outcome was unknown. The reporter considered headache, medical device removal and migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- migraines, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received. New event medical device removal added. Plaintiff's date of birth, essure date of insertion, reporter information added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.